Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the customer's site. The fse was able to confirm the customer's complaint via the diagnostic log. But could not duplicate the customer's complaint. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the "check vent: oxygen device failed" alarm sounded during use in 22% o2 concentration. The unit kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy noted. No patient information was disclosed.